Event description:
It was reported that during a device interrogation the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead pacing impedance measurement was noted to be high and out of range at 2095 ohms. The previous interrogation eight months earlier showed an ln-range impedance measurement of 904 ohms. A review found that the rv impedance measurement had been on a steady rise over the last five months. The rv lead threshold had also increased from 0.4 volts to 1 volt. Sensing was unchanged. They wore unable to produce any noise in the office. The rv lead out of range impedance value was increased to 2500 ohms and the physician will continue to monitor the patient. Eventually, the ICD was explanted due to normal battery depletion while this rv lead was explanted due to a product performance issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).